Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion indicated and elective replacement indicator (eri) was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device indicated elective replacement [eri] prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.